Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump (time of loss not reported), with no continuous glucose monitor (cgm) sensor readings. Customer changed the sensor; issue was resolved. Customer's blood glucose level was within range (value not provided). No additional information was provided.